Event description:
It was reported that the customer passed away. The caller stated that the customer's blood glucose had gone very low, and she bottomed out. The last glucometer reading was 341 mg/dl. The customer had a kidney biopsy one week prior to the her death. The hcp reported a benign tumor on the back of her head as well. The customer was wearing the insulin pump at the time of her death. The caller did not know the cause of death, but stated that the customer experienced low blood glucose levels frequently. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing, including the delivery volume accuracy test at 98.24 percent. After testing it was concluded that the device operated within specifications.